Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 170 units. There was no impact to the user's blood glucose level. Reportedly, the user would fill the cartridge with insulin, then remove the air from the cartridge. Tandem's technical support educated the user on the correct load process. The user successfully loaded a new cartridge and resumed insulin delivery.